Event description:
Caller states that during a correlation study, the coaguchek xs system produced a result of >4.0 inr while a comparison lab returned as 2.4 inr. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.